Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient disconnected, went to the bathroom and re-connected, leaving the patient's line connection hanging and unplugged. The peritonitis was manifested by abdominal pain. The same day as the initial symptom onset, the patient went to the emergency room due to abdominal pain and was initially treated vancomycin (2 grams), ceftazidime (1gram, intraperitoneal) and lidocaine (2cc, intraperitoneal, 2l infusion). The same day as the peritonitis diagnosis, the patient was hospitalized and treated with ceftazidime (1gram intraperitoneal) and lidocaine (2cc for 4 hours and 2cc for 4 more hours and 2cc throughout the night) for peritonitis. At the time of this report, the patient currently had less abdominal pain and was recovering from the peritonitis. Action taken with pd therapy was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.